Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Company representative reported the box of the sizer was malfunctioning and really hard to open. Later, healthcare professional reported "device packaging difficult to remove, compromising sterility of implant". Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d3, d4, d9, g1, h3, h4, h6. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: tyvek or thermoform sticking: not observed through visual inspection. No additional observations performed on the device. No further actions are required.

Event description:
Company representative reported the box of the sizer was malfunctioning and really hard to open. Later, healthcare professional reported "device packaging difficult to remove, compromising sterility of implant". Device was not implanted.